Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
During evaluation by a philips field service engineer (fse), it was noted that the therapy port was damaged. It is not clear if the therapy port was still functional despite the damage. There was no negative patient impact. The customer reported they have a dfm100 failure. The efficia dfm defibrillator model 866199, is substantially similar to the heartstart xl+ (model #861290) and will be reported in the united states under device model# 861290.